Event description:
"In approximately (B)(6) 2009, plaintiff was implanted with the pelvic mesh product with the intention of treating her for pelvic organ prolapse and stress urinary incontinence." The plaintiff's attorney alleges that, "as a result, plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. It was also alleged that, the plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent injury," and that plaintiff was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress, require frequent and often debilitating revision surgeries, and have caused severe and irreversible injuries, conditions, and other damages.

Manufacturer narrative:
It is unknown what pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.